Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm rec'd information that this right ventricular lead exhibited loss of capture. The pt had an underlying rate of 30bpm. A chest x-ray noted the lead was past the tricuspid. During the repositioning, the helix would not retract. The helix finally retracted, however, it would not extend. As a result, this lead was explanted. No adverse pt effects were noted. This lead was abandoned, therefore, boston scientific crm will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this event will be updated.